Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, in-house testing could not be performed and a device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and device manufacture date could not be determined.

Event description:
The customer reported that there was a difference of 30 mg/dl between blood glucose readings obtained on the contour next meter and a non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.